Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal ng stent was used in the upper esophagus to treat a 4cm stricture during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent partially deployed. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed and the procedure was completed using another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿ok.¿